Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt using see through pads, the device displayed a "poor pad contact" message. There is indication that the pads used during this event were not retained. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.